Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet intermittently became unresponsive, displayed an ¿alert 60,¿ and required multiple resets to resume normal function after potential water exposure from water balloon play. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact on daily activities, no medical intervention, and no hospitalization. Investigation included technical troubleshooting with device reset and charging guidance, as well as user instruction to ensure the device is fully dry and to monitor for recurrence. Investigation of this case revealed that normal operation returned after charging and resetting, suggesting transient performance degradation potentially related to moisture exposure. It was concluded that the device functioned as intended after troubleshooting, with no injury reported and replacement to be considered only if malfunction recurs.